Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the failure of the video connector receiving lock mechanism and the failure of the video connector receiving pin was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the video system center had exhibited a failure of the video connector receiving lock mechanism and a failure of the video connector receiving pin. There was no patient involvement.